Manufacturer narrative:
Product analysis the device was returned with the thumbswitch in the ¿on¿ position, and the cutter positioned in the cutter window, when the cutterdriver was activated the cutter would not rotate and when the thumbswitch was advanced the cutter would not move. The housing was removed at the hinge pins and a visual inspection found that the driveshaft was broken at the proximal end, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a directional atherectomy procedure using the h1-ls 7fr std tip int device for treatment of a chronic total occlusion (100% stenosis) in the mid left superficial femoral artery with severe calcification and moderate vessel tortuosity, the device could not be fully turned to the off position. Artery diameter reported as 7mm. A 7fr sheath was used. The vessel was pre-dilated and post-dilated. Resistance was felt during device advancement. A replacement hawkone m atherectomy device was used to complete the procedure. No patient symptoms or complications have been reported as a result of this event. When the device was returned it was noted that a part of the device was detached